Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder was microscopically examined and had buckling folds in the proximal end. The cylinder had wear at fold in the proximal end and distal end. The cylinder passed the leakage testing. Another cylinder was returned and no damage was noted. The pump was microscopically examined, and contamination was found, thus the pump was not functionally tested. The pump did pass leakage testing. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.